Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with the sensor and was no longer using it because he did not trust it. Customer also reported he was hospitalized during the last 90 days. No further information was reported. Customer's blood glucose was unknown. No further information reported.